Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly the customer failed to deliver a mealtime bolus. A correction bolus was delivered to address bg. Tandem technical support advised that pump users should manually bolus for meals as needed.